Event description:
From staff: post dilatation balloon below the ballon shaft separated and bent the wiring system in patient. Physician had to pull wire back significantly to get the balloon out of the body. The procedure was completed so no harm was made to the patient but if additional intervention was needed a whole new wiring system would have needed to be placed. No debris of balloon was left in patient.